Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734639, lot /serial: (B)(4). The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good battery and ac, the returned ups was able to run from battery and recharge the battery. The ups was able to switch from ac to battery and back to ac several times without issue. No problem found. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned cable has had the plug replaced by a third party repair. A continuity test found an open in the cable. A check of the plug revealed a loose connection with the brown wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the manufacturer representative (rep) was getting the system ready for a case, they moved the system and unplugged it from the wall. The system stayed on as it should and when they plugged it back in, the blue led was still blinking. The uninterruptible power supply (ups) did not detect the line power and switch from battery. The rep rebooted the system and the system functioned as designed, but then after some time, the blue led started blinking again indicating it was on battery power and then would unexpectedly power off. The rep grabbed a different navigation system for the case. Troubleshooting included after the case, the rep checked the connection of the external power cable to the ups and it looked good. They did not have time to try to determine if it is an issue with the power cord or ups. The rep confirmed that the outlet that the system was plugged into was known to be good. No patient was present at the time of the event.

Manufacturer narrative:
H3) the manufacture representative went to the site to test the navigation system. The reported issue was confirmed and the power cord and uninterruptible power supply (ups) were replaced on the system. After replacement the system was working as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.